Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope light guide lens was discolored. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed dirt/foreign material came out on the inside of the device, but the type of the material or root cause cannot be identified. However, olympus could not specify cause by confirming the event or analyzing the actual device since the device was not sent to the manufacturing site. The event likely occurred because the light guide lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded light guide lens which led to corrosion. The suggested event is detectable by handling the device in accordance with the following IFU. Instructions for use states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.